Manufacturer narrative:
A ge service representative performed an on site investigation. A pc card was replaced. The system was then found to be operating as intended.

Event description:
The customer reported the device failed to display images. No report of pt injury.